Manufacturer narrative:
(B)(4). The associated cuvette lot for this instrument is #f4jlr096. Patient 2 of 2 is reported under MDR 2248721-2014-00043. Method: no ncrs or anomalies were identified for this instrument. Cuvette device history records were reviewed and found to meet specifications. Electronic and liquid quality control tests passed successfully. Review of the operator's technique and sample handling did not reveal any significant deviations from the recommended procedures.

Event description:
Patient 1 of 2. Health care professional reported higher than expected act-lr results using a hemochron signature elite system. The patient was being monitored for heparin anticoagulation during a transcatheter aortic valve replacement procedure. Baseline and act-lr results during the procedure were as expected and a target time of 250-280 seconds was determined for the procedure. Toward the end of the procedure, an act-lr test generated an out-of-range high result. The test was not repeated, but the result was inconsistent with the patient's status and other tests performed during the procedure. The result was not used to manage patient care. The procedure was completed without incident. No adverse event(s) were reported.